Manufacturer narrative:
The affected femoral implant impactor was not returned for evaluation. Therefore a product analysis could not be performed and the device failure could not be confirmed. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The anterior arm cover fractured off the device, rendering it inoperable. The fractured pieces were returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the impactor broke during surgery. The procedure was successfully completed without delay using a back-up device.